Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported balloon rupture could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the right saphenous femoral artery. A 3.0 x 60 mm fox sv balloon was prepped outside the patient anatomy. The fox sv was advanced to the lesion for pre-dilatation with no resistance noted; however, the balloon ruptured during the first inflation at 8 atmospheres (atms). Thus, the device was changed to a same size non-abbott balloon and pre-dilatation was performed. The procedure was completed after stenting was performed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.